Event description:
It was reported that the lead was explanted when an increase in pacing threshold was observed. There were no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the reported event. The lead exhibited normal electrical characteristics. Mechanical and visual analysis found the helix and inner insulation clogged with dried full stylet insertion.